Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient developed a system infection. The patient's device and transvenous right ventricular (rv) lead were explanted as a result of this observation.

Manufacturer narrative:
A request has been made to have these products returned to boston scientific. This event will be updated if any additional information becomes available.